Event description:
It was reported that, "painful right hip. Plan was to replace head and liner. Once doctor was in joint, he noticed iliopsoas tendon was shredded so he chose to remove 58mm psl solid cup reamed acetabulum and put in a new 62mm tritanium clusters cup and 3 screws. Doctor mentioned iliopsoas tendon was shredded where tendon rubs over rim of cup. New cup was put in more anteverted than original cup."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.